Manufacturer narrative:
During the time of the reported event, the patient was positioned with the table slide fully extended to the head end. User facility personnel unlocked the table floor locks to change the orientation of the table when the table began to tip due to instability. The reported event is attributed to user error. The user facility personnel should not have unlocked the table floor locks prior to centering and leveling the tabletop with the patient over column. The 4085 operator manual states (1-1), "warning - tipping hazard: do not disengage floor locks when patient is on table. However, if table needs to be repositioned within operating room with patient aboard, proceed as directed in section 2.2, patient positioning and weight limitation." The operator manual further states (2-3), "2.2 patient positioning and weight limitation. Table repositioning with patient - not for patient transport. If the table needs to be repositioned within the operating room with the patient aboard utilize the following procedure: 1. Ensure patient is properly secured. 2. Center and level tabletop with patient over column..." A steris service technician arrived onsite to inspect the table and confirmed the table to be operating according to specification; no repairs were required. A steris account manager offered in-service training on the proper use, operation, and maintenance of the 4085 surgical table; the training is scheduled for 6/24/2021. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the user facility personnel unlocked their 4085 surgical table causing the table to begin to tip. The table was stabilized, and the procedure was completed successfully. No report of injury or procedure delay.